Manufacturer narrative:
The complainant was unable to provide the suspect device lot number: therefore, the lot expiration and device manufacture dates are unknown. Initial reporter: this event was reported by post market clinical research specialist ii, the initial reporter facility name is: (B)(6). (B)(4).

Event description:
It was reported to boston scientific corporation, through a post market clinical follow up (pmcf) of retrospective data collection, that a segura basket was used during a cysureth w/uretr & pyelscpy; litho (cystourethroscopy, with ureteroscopy and/or pyeloscopy; with lithotripsy (ureteral catheterization is included) procedure performed on (B)(6) 2019. During procedure, ureteral perforation occurred. Rstent flex stre vl 6frx22-30cc edi is a possible treatment.